Manufacturer narrative:
A 2000e china product was not available for investigation of pr 14281944; however, the customer confirmed that the complaint sample was from lot 24026417. The feedback provided by the customer states that, "it was discovered that the needle-free connector had fractured inside the PICC port and could not be removed". No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24026417 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product 2000e china in the past 12 months.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite needle-free valve was damaged. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2026, medical staff used a "needle-free closed infusion connector" to connect a PICC line for intravenous infusion treatment. On the same day, when the patient was having the PICC membrane changed at the nursing clinic, it was discovered that the needle-free closed infusion connector was broken inside the PICC connector and could not be removed. Attempts to remove it with surgical forceps were also unsuccessful. Later, the patient had to have the PICC connector replaced at the oncology department.